Event description:
It was reported that the customer was hospitalized for hbgs. The customer stated that an alarm occurred that cleared the settings. It was indicated that the cause of the event was not determined by md. The programming and histories were accurate. In addition, the alarm history showed two error alarms in the one week. Troubleshooting was performed and the pump passed the functional tests. The customer was educated on the two hbg rule.